Event description:
ICD was implanted on 5/3/95. On 5/5/95, the defibrillator was "interrogated, and thresholds were checked and were satisfactory." Pt was doing well until 7/8/96 when the device fired twice. Pt was taken to hosp. Subsequently, pt seen by cardiologist. Question: re-programming of ICD device. Pt scheduled for visit to pacer clinic on 8/12/96 and device found inactive; unable to keep it from going back into inactive status. Pt required hosp admission; pt to or on 8/14/96 for ICD replacement. Unclear if problem related to circuitry and/or wire.